Manufacturer narrative:
(B)(6). This lot was manufactured between june 23, 2017 - june 26, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse therapy solution. The patient returned to the hospital after starting therapy and reported that the pump was not infusing therapy. The pump was disconnected and replaced with new folfusor to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.